Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who reported that they first noticed changes in their stimulation 2-3 months ago and had 8 falls about one week prior to a unsuccessful reprogramming session in october. The patient had 2 MRI's and the hcp indicated that nothing moved. Reprogramming didn't help and patient couldn't use their left leg and couldn't walk afterwards. The patient is now using a wheelchair. It was also reported that patient still feels stimulation even though they turned the stimulation off last night. Indication for use is spinal pain.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that circumstances that led to the change in stimulation 2-3 months prior was just a normal checkup with their doctor and a representative. The steps taken to resolve the changes in stimulation, inability to walk, and feeling stimulation when it was turned off was reported as the patient having an infection in their back plus their device was programmed incorrectly. On whether the issues resolved, the patient reported the stimulation was off, but they were still having problems with their leg. It was then noted that this was supposed to be resolved on (B)(6) 2016 when they reprogram the stimulator. It was also reported that the patient had an outpatient "icc pain procedure" conducted on (B)(6) 2016. This had taken care of all reported issues with the exception of the leg issue. It was unclear what other issues this had resolved. The patient was continuing to work with their health care provider (hcp) regarding the leg issue and had an appointment scheduled for (B)(6) 2016.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Follow-up information received from the patient reported that they had a lumbar transforaminal steroid injection procedure to treat their intervertebral disc disorder.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.